Manufacturer narrative:
Bayer case number: (B)(4). Patient had an infection this year and was hospitalized for 6 days [infection]. Abdominal pain [abdominal pain]. Scar tissues in the uterus and has extended in the colon [scar]. Weight gain [weight gain]. Case narrative: this spontaneous case was reported by a family member and describes the occurrence of infection ("patient had an infection this year and was hospitalized for 6 days"), abdominal pain ("abdominal pain") and scar ("scar tissues in the uterus and has extended in the colon") in a 49 year-old female patient who had essure inserted (lot no. 664592) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. In 2014 she experienced abdominal pain (seriousness criterion intervention required) and was found to have weight increased ("weight gain"). In 2025 she experienced infection (seriousness criterion hospitalisation) and scar (seriousness criterion medically important). The patient was hospitalised for 6 days (dates unknown). The patient was treated with surgery (to remove essure and scheduled to undergo partial removal of the colon on (B)(6) 2025). At the time of the report, the infection, abdominal pain and weight increased were resolving. The reporter saw no causal relationship between weight increased or abdominal pain and essure. No causality assessment was received for essure with regard to scar or infection. The reporter commented: caller advised that his wife had the essure inserted for contraception in (B)(6) 2012. However, her wife experienced massive abdominal pain and weight gain around 2014-2015. They went to their hcp and was told that it wasn't due to the device. They were advised that it was all in the patient's head and was just getting older. Patient had an infection this year and was hospitalized for 6 days. It was determined that patient have scar tissues in the uterus and has extended in the colon. Patient has gotten better after removal of the device in 2024. Patient is scheduled to undergo partial removal of the colon on (B)(6) 2025. They are asking for compensation for all their expenses. Batch number:664592, date of manufacturer:31-aug-2009, expiry date:31-aug-2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Patient had an infection this year and was hospitalized for 6 days [infection] abdominal pain [abdominal pain] scar tissues in the uterus and has extended in the colon [scar] weight gain [weight gain]. Case narrative: this spontaneous case was reported by a family member and describes the occurrence of infection ("patient had an infection this year and was hospitalized for 6 days"), abdominal pain ("abdominal pain") and scar ("scar tissues in the uterus and has extended in the colon") in a 49-year-old female patient who had essure inserted (lot no. 664592) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. In 2014 she experienced abdominal pain (seriousness criterion intervention required) and was found to have weight increased ("weight gain"). In 2025 she experienced infection (seriousness criterion hospitalisation) and scar (seriousness criterion medically important). The patient was hospitalised for 6 days (dates unknown). The patient was treated with surgery (to remove essure and scheduled to undergo partial removal of the colon on (B)(6) 2025). At the time of the report, the infection, abdominal pain and weight increased were resolving. The reporter saw no causal relationship between weight increased or abdominal pain and essure. No causality assessment was received for essure with regard to scar or infection. The reporter commented: caller advised that his wife had the essure inserted for contraception in 2012 of (B)(6). However, her wife experienced massive abdominal pain and weight gain around 2014-2015. They went to their hcp and was told that it wasn't due to the device. They were advised that it was all in the patient's head and was just getting older. Patient had an infection this year and was hospitalized for 6 days. It was determined that patient have scar tissues in the uterus and has extended in the colon. Patient has gotten better after removal of the device in 2024. Patient is scheduled to undergo partial removal of the colon on (B)(6) 2025. They are asking for compensation for all their expenses. The most recent follow-up information incorporated above includes data received on: 13-aug-2025: upon internal verification correction performed in patient address details through non significant amendment. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.